Event description:
During review of the device's event history during routine service a failure code 812:02 was observed. Biomed engineer at the facility reports that they have no record of any pt injury or medical intervention being caused by this situation. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not the device was in use on a pt when the failure occurred. No additional contacts could be identified by the facility.